Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing high power consumption. Moreover, the site reported that the patient had elevated lactate dehydrogenase (ldh) values and was treated with intravenous heparin. The patient's condition gradually worsened over a period of two weeks as the patient kept experiencing high watt alarms. The high watt alarms were suspected to be associated with pump thrombus. The patient subsequently expired. The patient's family refused autopsy, thus the pump remains in the patient.

Manufacturer narrative:
Hw31054 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2018. 3 low flow alarms have been logged since (B)(6) 2018 and 11 high watt alarms have been logged since (B)(6) 2018. Of note, it was reported that the patient was treated with intravenous heparin. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. If information is provided in the future, a supplemental report will be issued.